Event description:
Arjo was notified of an event with a typhoon flusher. It was indicated that a caregiver was injured during closing of the flusher. According to the information received it was an important wound on the hand which required four stitches.